Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of 01feb2026-04mar2026 was downloaded and reviewed. Review of the cloud data showed that multiple actions were able to be taken during this period including the delivery of boluses, pod changes, mode switches, and activation of temp basals. Without log files, it could not be determined if the user was being blocked by the application when attempting to interact with the controller to program commands or if the app was failing to respond to interactions. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's omnipod 5 controller/personal diabetes manager would not allow them to deliver a bolus. No harm to the patient was reported and no medical assistance was required. No further information was provided. If further information is obtained a supplemental report will be submitted.

Event description:
It was reported that the patient's omnipod 5 controller/personal diabetes manager would not allow them to deliver a bolus. No harm to the patient was reported and no medical assistance was required. Additional information was received from the patient. They reported that they could not program the bolus using the smartbolus calculator as an unspecified error message was produced.

Manufacturer narrative:
Additional information was received from the patient (B)(6) 2026. Insulet¿s analysis of the available information deems that the reporting requirements were not met. Sections b5 and h6 has been updated.